Manufacturer narrative:
Additional information: d10 (concomitants added), h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, as of the date of this medical investigation, the requested clinical documentation had not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. It is unknown which devices were used to replace the explanted devices. The patient impact beyond the reported pain and revision cannot be determined; however, it has been communicated, the patient is reportedly recovering. Therefore, no further medical assessment can be rendered. Devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the femoral component and insert for the previous 12 months did not reveal similar events for the listed devices. For the tibial baseplate, a review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. This has been identified as a warning and precaution. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: g2 (report source: involved with clinical study).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery had been performed on an unknown date, the patient experienced pain. This adverse event was treated by a revision surgery on an unknown date. Patient is currently recovering.